Event description:
Sales consultant reported that during a procedure the surgeon was using an extraction screwdriver without the inner shaft and sleeve. Surgeon was removing screws during the procedure, when the tip of the screwdriver broke. The broken items were retrieved and did not remain in the patient. The surgeon was able to complete the procedure by using another item from his set. The procedure was successfully completed with no injury to the patient. There was no delay in completing the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records revealed that the extraction screwdriver was manufactured by beere precision medical on supplier lot number 558988n05. Po 591417, dated 12/23/05, for 216 parts, and was inspected to the synthes incoming final inspection sheet number 352if311 revision fo on 1/24/06. The product conformed to all requirements. The certificate of compliance is dated 12/14/05. 216 parts were released to the warehouse on 1/25/06. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.